Manufacturer narrative:
The technician determined that there was no communication cable connected between the bed and the wall. The technician installed the communication cable between the bed and the wall, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the nurse call is not functioning.